Manufacturer narrative:
Investigation summary: the reported complaint of a tear could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed, and a probable cause cannot be determined. Lot history review the lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Event description:
Event occurred regarding a microclave clear neutral connector where it was reported that a left forearm peripheral intravenous (piv) line was noted to have blood present within the t-connector. The piv was flushed, and saline was observed discharging from the distal end of the t-connector below the microclave t connector junction. A small tear was noted at the junction. The t-connector was removed and replaced with a new t-connector. Patient involvement is unknown. There was no patient harm per the report.